Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down arrows were experiencing delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed the up and down keys are intermittently responding to user input. The keypad cover was removed to examine the key contacts. No button contacts defect were observed. Contamination was found under the up, down, ok and contrast key contacts. Unrelated to this complaint, the black box shows evidence of time and date reset after power on resets on (B)(6) 2013 (07:13->07:24 = 11 minutes). A visible inspection of the internal battery bt1 showed it was leaking. Additionally, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration.